Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the screen turned black and required a restart to turn back on. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation along with a glidescope spectrum single-use blade. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issue with the customer's returned blade. Furthermore, when connected to other verathon test blades, the tsr was unable to duplicate the reported failure. The customer's monitor passed verathon's device functionality testing and confirmed to be within specification. Upon completion of the evaluation, the glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.